Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with the implanted device was admitted to the hospital's critical care unit. Device interrogation revealed multiple episodes of ventricular tachycardia (vt), which were unsuccessfully treated. Anti-tachycardia pacing was delivered 20 times, including 8 shocks, leading to therapy exhaustion. The patient remained in vt for over 3 hours, with all attempts at termination unsuccessful. The attending physician reported that the patient was externally cardioverted and initiated on amiodarone. An x-ray confirmed the proper placement of the lead/device. Further medical intervention involved programming changes to the device. Monitoring of the patient will continue. There were no additional adverse effects reported. The device remains implanted and operational.